Event description:
The manufacturer representative reported the patient's neurostimulator site was swollen after recharging. Additional information was requested from the health care provider. The hcp reported an infection. The device system was replaced and the patient recovered without sequela.